Event description:
According to the reporter, intra-operatively of an open thoracotomy lung resection, during the transection of the lung, four handles broke. The handles all cracked during firing. Another device was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device partially fired and had a deformed clamping mechanism due to thick tissue.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5l1130); egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5j1004); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n4a2541y); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm, (lot # n6a1577y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n5g1755y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n5l1136y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n5b1436y); egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5l1130); egiaustnd, egiaustnd endogia ultra univ std stap, (lot # p5l1130) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.